Manufacturer narrative:
H3 other text : third party field service center.

Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device's sensor was replaced and recalibrated to address the issue.